Event description:
Customer stated that she was currently being hospitalized for low blood glucose levels. Blood glucose levels were 60 mg/dl at time of admission. Customer stated that she fainted before getting into the shower, which led to the hospitalization. Customer stated that she had been experiencing low blood glucose levels for the past couple of months. Customer stated that she has hyperthyroidism, and had lowered her insulin usage as well as made changes to her basal rates. Blood glucose levels were 110 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.